Event description:
The patient underwent implant of the medtronic revo surescan MRI pacemaker and leads. She was later discharged without any problems. Over two weeks later, the patient presented to the ed with chest pain. After evaluation the patient was sent home. Three days later, the patient was readmitted for a pericardial effusion, was treated and released. Ten days after the hospitalization, the patient still was not doing well and the physician wanted to bring the patient back in to the hospital. During this hospitalization, the patient went in for a CT scan and it was identfied that there was a perforation in the right atrium. The patient went in for cardiac surgery for repair and the lead was removed. She was discharged 3 days later. The physician is very concerned about problems with this lead.